Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he did not connect his infusion set properly and ended up with a blood glucose of 412 mg/dl as a result. The patient treated via insulin pump bolus. The drive support cap appeared normal. Further troubleshooting was declined. No products were returned or replaced.